Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board set, resulting on no image when using olympus series 180 scopes.

Event description:
A user facility reported to olympus that no image was produced when using the device. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was accidental failure of a component on the patient board; in the patient board, the scope is controlled, the images are read out and preprocessed, and the images are no longer discharged because they no longer function.